Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime and fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer was advised to be disconnected. The customer was advised to hold down until they received 2nd series of beeps and/or numbers appear on the display. Customer stated they didn't received 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No unexpected prime anomalies were noted during testing. The insulin pump passed the displacement test, rewind, prime test, basic occlusion test and occlusion test. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.